Event description:
As stated by the customer (B)(6) 2012. The pt was intended to transfer from bed to chair. Originally, the pt was lying on the bed surface and the pt hoist (model: marisa kgb2000) was used to lift and transfer the pt with the use of the standard 4-point clip sling, large size (model: maa4000m-l) by 2 caregivers. The sling was applied onto the pt and all 4 clips were attached to the nuts of spreader bar of the hoist. During the transfer, the pt was lifted clear from the bed, but before being lowered into the chair, the pt was repositioned from horizontal to seated position, during the process, 1 caregiver was standing behind the pt and holding his body in state from the sling, while another caregiver was holding the spreader bar downward for changing the position, whom facing the pt. Suddenly, the right leg clip detached from the spreader bar and the pt slipped from the sling and his head hit the floor.

Manufacturer narrative:
This report is being filed under exemption (B)(4), on behalf of the MFR arjo med (B)(4), #9611530. (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med. (B)(4) (under registration #9617021). As of (B)(6) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted under registration #9611530. Additional info will be provided upon conclusion of the MFR's investigation.